Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that probe was unable to cut, and sound was abnormal during vitrectomy surgery. The surgery was completed after replacing it with another product. There was no patient impact.